Event description:
(B)(4) dealer states that end user returned a broken three legged seat cane stating that one of the legs broke on the first use. No identifying info was gathered by the dealer for this cash sale. End user reported falling without injury. Upon inspection the rear leg is broken at the hinge which connects the three legs.